Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was calling from managing physician's office with nurse present. They reported encountering the 1707 code multiple times and difficulty with recharging since implant. The patient reported that the doctor implanted the interstim micro in the same pocket as the old 3058 device that was removed. The patient suspected that the ins was moving around and states it is somewhat poking out of the skin and tilted. At times patient has been able to successfully recharge after taking a break and laying down, and patient suspects that laying down is moving the position of the ins to a more optimal position in the pocket to charge. The patient also mentioned they have very little sensation do to history of spinal injury but at times they can feel slight shocking sensations that are not painful during charging. The patient confirmed they appear to be coming from the metal contacts on the back of the charger when charging over bare skin. The patient also mentioned they are active in therapy and "wearing a lot of robotic units, and wondered if the skin and tissue did not have a chance to heal properly around the ins to keep it in place. Patient services reviewed the meaning of 1707 and considerations regarding ins position and recharging. The managing nurse was present and taking a summary of the problems and planned to follow up with medtronic rep for further assistance. The nurse asked if it was advisable to order an x-ray of the pocket site and reviewed nurse would want to discuss with technical services or rep. Patient services attempted to conference in technical services but the caller disconnected. The issue was not resolved through troubleshooting.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the ins had to be removed because it moved and was not in the correct position. It had flipped. The hcp indicated they did not have additional details and ended the call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare professional (hcp). The hcp was on the phone with the patient and patient's friend. They reiterated information about 1707 code and that ins may be moving in the pocket. The patient stated they can charge the ins but they had to be laying down, holding and pressing really hard on the recharger and the belt didn't work at all since it can't apply that much pressure. The patient stated it could stay connected for about 20 minutes and then start searching for ins again. The caller stated that recently, the patient received a 9766 code. Technical services (ts) reviewed that it is unknown if the two codes are related and had the caller successfully reset recharger. Ts reviewed to monitor for 9766 code and callback if it happens again as recharger may need to be replaced. After reset, the caller attempted to connect to ins with recharger and it connected briefly with excellent connect but then started searching again - this happened a couple times. Once patient got into different position, recharger stayed connected with excellent connection. Ts suggested having hcp examine pocket site as ins may need to be sutured down better, pocket made smaller or pocket moved to have ins in a more optimal position for recharger. Caller stated patient will get x-ray and then see hcp to review next steps.